Manufacturer narrative:
The reported incident that locking screw variax full thread 3.5mm / l34mm was alleged of issue s-11 (breakage during surgery) could not be confirmed as such but the final conclusion pointed to the issue s-35 (no locking effect) which could be confirmed instead, due to the damages on the screw. The screw head threads were found plastically deformed and the shaft threads damaged. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inadequate handling during screw locking. The device inspection revealed the following: the threads got damaged during inadequate use. These damages did indeed enable to lock the screw accordingly (using a sample plate for test purposes). It is visible that screw is not properly seated (as screw was found plastically deformed). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Rep was present during the revision procedure (refer to event pi# (B)(4)) and reported that the locking screws could not be locked into the plate. Other locking screws that were available in the kit were used.

Event description:
Rep was present during the revision procedure (refer to event (B)(6)) and reported that the locking screws could not be locked into the plate. Other locking screws that were available in the kit were used.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.